Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the suspect component and installed it in a known good avea ventilator unit. The unit was powered on and the error log was viewed revealing no related entries to the reported issue. In user mode, the unit uneventfully passed the est (extended self-test) and operated for three hours with no fio2 discrepancies. The original complaint of the fio2 fluctuating and causing alarms could not be duplicated by the fa lab.

Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). At this time, the device has not been returned to carefusion¿s failure analysis lab.

Event description:
The customer reported the fraction of inspired oxygen (fio2) is reading 21% when the device was set at 100% which was read on an analyzer. The reported issue occurred during patient use but no harm/injury was reported. The patient was placed on another ventilator.